Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown was not reproduced. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an improper shutdown. This occurred in the biomed service department. There was no patient involvement. No additional information is available.